Event description:
Unomedical reference number (B)(4). Event occurred in united states on (B)(6) 2024, it was reported that patient faced an infusion tape was not sticking event. The infusion set was in use for one day. No further information available.

Manufacturer narrative:
Patient country: united states. Patient city: (B)(6).